Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material adhered to air/water channel" and "foreign material adhered to air/water cylinder" was presumed to have been due to leakage which disallowed the appropriate reprocessing of the device. The suggested phenomenon of "k-wire cut" was presumed to have been due to the following: ¿ k-wire was broken by fatigue breakage due to repeated manipulation of forceps elevator. ¿ k-wire strands were raised by getting stuck with distal cover when attaching/detaching the cover or by brushing around the forceps elevator. Pertaining to the events "foreign material": as there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Pertaining to the event "k-wire cut": the user can detect the suggested event by handling device in accordance with the following instructions for use (IFU): ·operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. The IFU instructs to perform a leakage test before manual cleaning, and contact olympus if leakage is detected. It is suggested that the user facility review the method of, and performance of, a leakage test per the IFU: reprocessing manual_ cleaning, disinfection and sterilization procedures evis exera_ performing the leakage test caution: during leakage testing, a continuous series of bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water tube and air, water cylinder, and the forceps elevator wire has a cut. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: switch 1 had a cut, right/left knob had discoloration, switch box had discoloration, air, water cylinder had no color, suction cylinder had no color, grip was shaved, forceps channel port had a dent, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained, due to deformation of electrical connector guide pin, water tightness was lost, scope connector had discoloration, label on scope connector was damaged, light guide cover glass had a dent, electrical connector has corrosion due to water leakage, charged coupled device unit was the position of charged coupled device cable limited length for repair, due to a chip on distal end, water tightness was lost, due to cut on forceps elevator wire, forceps elevator did not move smoothly, image guide protector was damaged, connecting tube had a buckling, and protector of universal cord on scope connector side had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.